Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99269. Supplemental rationale: corrected data: b5, h6, h11. 11 previously reported events were included in this follow-up record. Product return status: 12 devices were received. Evaluation findings (results/components): 7 devices: no device problem found / part/component/sub-assembly term not applicable. 4 devices: wear problem / part/component/sub-assembly term not applicable. 1 device: use of non-validated controls identified / part/component/sub-assembly term not applicable. Product disposition: 12 devices: serviced and returned to customer.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 12 events for the failure: fluid/blood leak. - 1 event had no health consequences or impact. - 9 events had problem identified during non-clinical procedure; there was no patient involvement. - 2 events had problem identified before clinical use/exposure; there was no patient involvement.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 11 events for the failure: fluid/blood leak. - 1 event had no health consequences or impact. - 9 events had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 11 events were reported for this quarter. Product return status 11 devices were received. Evaluation findings (results/components) 7 devices: no device problem found / part/component/sub-assembly term not applicable 3 devices: wear problem / part/component/sub-assembly term not applicable 1 device: use of non-validated controls identified / part/component/sub-assembly term not applicable product disposition 11 devices: serviced and returned to customer additional information 11 devices were not labeled for single-use. 11 devices were not reprocessed or reused.